Event description:
It was reported that during use on a patient the ventilator screen went black and the device restarted, reportedly the device did not power-on again. A back-up ventilator had to be used. The user facility report stated that no serious consequences caused to the patient but it was also noted patient´s treatment was severely delayed, without further explanation or details of further treatment.

Manufacturer narrative:
The manufacturer has received the ufr with more than 3 months delay and with details being inconsistent to what has been reported to dräger before. A dräger service engineer was requested and dispatched on the date of event. According to the relating service report this request/order was due to "occasional automatically restarts" and explicitly noted "no patient relation." The device was checked on-site - the complained reboot behavior could be confirmed due to an overaged internal battery. After battery replacement and operational check, the affected device went back into service/use again. In contradiction to that, the ufr stated that the event led to severe delay in patient treatment ¿ dräger was unable to resolve this conflict in information. The fault mechanism can be explained as follows: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. However, when the software does not detect the battery anymore due to a significantly lowered voltage (i.e. Significantly worn battery due to age or deep-discharge or poorly use/maintenance), the boot sequence cannot be completed and the situation ends up in continuous reboots. The affected device was manufactured in 08/2020 and it must be assumed that the affected device was still equipped with the initial battery installed at the time of manufacture. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. The manufacturer concludes that lack of maintenance and failure to follow manufacturer¿s instructions were contributing factors to the event.